Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a largeflexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 3mm and left coronary cusp (lcc) was 7.2mm. During the procedure, the patient developed a complete heart block. Post-procedure, the patient experienced left sided hemiparesis and diplopia. After leaving the post-anesthesia care unit, a hematoma was observed at the left groin access site and manual pressure was applied. A permanent pacemaker was implanted the following day to treat the heart block. On (B)(6) 2025, the patient was discharged. Three days after the patient being discharged from the hospital, a bilateral lower extremity edema was noted. No treatment was required.

Manufacturer narrative:
An event of heart block, transient ischemic attack, blurred vision was reported. Possible contributing factors to heart block include pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the final implant depth at non-coronary cusp (ncc) was 3mm and left coronary cusp (lcc) was 7.2mm. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. A prolonged hospitalization, and surgical intervention were a result of case specific circumstances, as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.